Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 452 mg/dl. The customer stated no symptoms and customer did not state if high blood glucose was treated. Customer stated that blood glucose levels were rising prior to the incident. Troubleshoot for the high blood glucose was started but not finished. No products are being returned for analysis. Frn-model unknown-reservoir.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. (B)(4).